Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of pacing anomaly could not be confirmed in the laboratory. The device was tested on the bench and out automated testing equipment. Device functions were normal and no anomalies were found.

Event description:
It was reported that during the change out of this device it did not give a stimulation in voo mode and the pt had an asystole. An electrical scalpel was used during the procedure. This device was replaced.